Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion tech support specialist went through the entire patient circuit calibration with the customer and it passed. The carefusion tech support specialist then took the customer through the entire performance check calibration and it passed fine. The map was 27cm and the amps were 120cm. The carefusion tech support specialist explained to the customer that the unit is passing the calibrations and performing per specification and all should be ok. The customer was told to call back if there were further issues.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that this unit was running on a patient since tuesday and for some reason today at 5am they said the unit stopped oscillating. The unit alarmed correctly. The settings on the unit were power of 5.0, 25lpm, 0.33 it, and hz 5.0. The patient was placed on a different vent and there was no harm to the patient.